Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer experienced diabetic ketoacidosis resulting in a 2 day stay in the intensive care unit. No additional information was provided.